Manufacturer narrative:
Additional issues were identified during the device evaluation: due to damage on the air water tube, no water or air was fed through; due to dent and clogging on the air water tube, water removal ability does not meet the standard value; the cylinder was shaved; there was wear on the angle wire; the distal sheath adhesive was detached; the connecting tube was discolored; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer-returned loaner asset, the evis exera ii ultrasound gastrovideoscope presented with foreign material on the forceps elevator due to insufficient cleaning. The customer did not report any problems associated with the device, and there was no patient or user injury, or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.